Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported fracture, material separation and migration as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure in the right internal jugular vein using MRI powerport isp. On (B)(6) 2025, during hospitalization, a chest CT scan showed a strip of high-density shadow in the pulmonary artery. The patient reported no coughing, chest tightness, chest pain, or other discomfort. A loose implanted port catheter was suspected. The fractured distal implanted port was removed by interventional radiology. On (B)(6) 2025, the remaining subcutaneous implanted port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure in the right internal jugular vein using MRI powerport isp. On (B)(6) 2025, during hospitalization, a chest CT scan showed a strip of high-density shadow in the pulmonary artery. The patient reported no coughing, chest tightness, chest pain, or other discomfort. A loose implanted port catheter was suspected. The fractured distal implanted port was removed by interventional radiology. On (B)(6) 2025, the remaining subcutaneous implanted port was removed. The current status of the patient was unknown.